Manufacturer narrative:
Reference: voluntary medwatch report # mw5155423.

Event description:
Voluntary medwatch received states that the right ventricular lead exhibited an impedance issue. No further information was available.